Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement and/or inflation, the balloon outer surface became damaged or compromised against the heavily calcified resulting in the reported balloon rupture during the first inflation at 8 atmospheres. The noted scratch at the rupture site also suggests interaction causing damage to the outer surface of the balloon material. The noted flat balloon was likely caused by during deflation against the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo lesion in the popliteal artery. The 3.0x200 mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion without resistance. The pta balloon was inflated once for 180 seconds and the balloon ruptured at 8 atmospheres. Another same size armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no reported significant delay. No additional information was provided.